Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The media files provided by the customer did not show that the fiber got broke from bladder or has any break. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that, during a holmium laser enucleation of the prostate, the fiber got broke from bladder. The medical staff checked with another fiber, that also broke. This is not the issue with the machine as they used other size fibers, and it was working fine. There were no patient complications. This complaint refers to the first fiber that broke.

Event description:
It was reported that, during a holmium laser enucleation of the prostate, a fiber got broke from bladder. The medical staff checked with another fiber, that also broke. This is not the issue with the machine as they used other size fibers, and it was working fine. There were no patient complications. Boston scientific was unable to obtain additional information regarding procedure outcome despite good faith efforts. This report refers to the first fiber that broke.